Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The pse recommended running the drpt to identify motor or power circuit failure. Measure speaker resistance, swap appropriate printed circuit board (power motor or motor controller). All the corresponding part numbers were provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the primary alarm test failed. The ventilator was not in use on a patient at the time of the event occurred.